Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an endometriosis procedure, the device lost the tissue pad outside the patient during cleaning procedure. Another like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the device was returned was a different batch number than reported. The device was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. The device was connected to a test hand piece and gen11 and it did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.